Event description:
Event description guidant received information that the implantable lead displayed elevated pacing threshold and impedance measurements. Shock impedance was normal. The patient rarely paces and is not symptomatic. Noise could not be reproduced with non-invasive maneuvers. In october, guidant received addtional information that the ventricular impedance was now out-of-range and pacing thresholds remain elevated. Measured r-waves have decreased slightly. A review of the stored data indicated the ICD stored one non-sustained event in april due to noise. No pacing inhibition was reported.